Event description:
It was reported that stent was dislodged during advancing in 8f sheath. The target lesion was located in the subclavian artery. A 7.0x30x135cm express ld vascular stent balloon expandable was advanced for treatment. However, the stent dislodged in the 8f sheath. The procedure was completed with another of the same device. No complications reported, and the patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. As per the IFU the minimum sheath size to be used with this device is 6fr. The customer's 8fr sheath was not returned for analysis. The device could not be advanced through a 6fr sheath due to stent damage. A visual examination found the stent to have been displaced proximally on the balloon catheter by approximately 15mm. The stent was displaced over the proximal balloon cone causing the first 7 rows of stent struts to bulge outward. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent was dislodged during advancing in 8f sheath. The target lesion was located in the subclavian artery. A 7.0x30x135cm express ld vascular stent balloon expandable was advanced for treatment. However, the stent dislodged in the 8f sheath. The procedure was completed with another of the same device. No complications reported, and the patient condition following procedure was stable. It was further reported that the target lesion was 75% stenosed, moderately tortuous and severely calcified. It was noted that the stent just moved from the balloon and the stent was removed with the sheath.